Manufacturer narrative:
Upon examination of the provided sample, adhesive was observed between the tip shield and the grip of the product causing the defect difficult disengagement. The extra adhesive can be caused during the manufacturing process, in which adhesive is applied to secure the cannula into the grip. A review of the device history record could not be performed as a lot number was not provided for this incident. Investigation conclusion: confirmed- the cause was found to be adhesive between the tip shield and grip that can come from the process that places adhesive to secure the cannula into the grip. Root cause description: manufacturing the cured adhesive dripped on tip shield and grip. This occurs in zone 6 of the nexiva full auto line.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no sample nor lot number was available for examination, we were unable to fully investigate this incident and therefore, the reported defect could not be confirmed. From the photo provided, the defect of needle disengagement difficulty could be caused by grip damage resulting from manufacturing misalignment. Investigation conclusion: a review of the device history record could not be performed as a lot number was not provided for this incident. Eura review: the defect is acceptable given a low rate and the limited severity. The defect could be caused by grip damage caused by misalignment of tooling. The investigation was not able to confirm this was the cause of the defect in the complaint. The defect could not be confirmed though the investigation. The root cause could not be identified during the investigation.

Event description:
It was reported that while using a bd nexiva¿ closed IV catheter system, the needle disengagement was difficult during use. There was no report of injury or medical intervention.